Event description:
A UK advocate tested her child and received a blood glucose reading of lo from the contour meter, re-tested on a different meter and received 8.9 mmol/l the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the test strips are to be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Model# was not provided.